Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported. Inratio 1.1, 1.2 (retest) lab 2.1, the patient's dose was subsequently increased. The patient was hospitalized 8 days later, one symptom at the time of admission was a nosebleed. Two weeks later, the patient passed away due to cerebral hemorrhage and heart failure.